Manufacturer narrative:
One medfusion 4000 pump was returned for analysis in excellent condition. The force sensor error was found in the device history log. The power up process was performed along with a calibration verification test. The force sensor test error was duplicated during the power up process. The force sensor was found to be out of calibration. Steady state reading of the force sensor (with no pressure on it) was - 1.18 lbs. The technician performed calibration on the pump, monitor force sensor reading and force readings are count =52 and 0.34 lbs. The device passed all the functional test.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a force sensor error. There was no patient involved.